Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device change out procedure for elective replacement indicator (eri), the cardiac resynchronization therapy pacemaker (crt-p) was explanted and the left ventricular (lv) lead remained implanted with the new crt-p. It was noted that the lv lead continued to exhibit low impedance measurements of less than 200 ohms with the previous device and new crt-p. Thus the physician elected to reprogram the new crt-p to pace only in the ventricle. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Marks in the device header ports show that the leads were properly seated while implanted. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This crt-p was electively explanted over a year and a half later during an upgrade procedure. The patient received a cardiac resynchronization therapy defibrillator (crt-d) after experiencing cardiac arrest. The lv lead was also surgically abandoned during the upgrade procedure. No additional adverse patient effects were reported.